Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s father reported that while the patient was at school, the controller overheated. The device was connected to a power outlet while inside of a backpack. Upon inspection, the plastic surrounding the charging port appeared deformed, described as melted or bubbled outward. The patient's father noted that the device battery level was approximately 41% upon arrival at school, prior to being placed on charge. It was confirmed there was no damage to the controller prior to the event. Blood glucose levels were not reported. Medical assistance was not required.